Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. H2: device analysis: the complaint device was not returned for evaluation; therefore, product analysis could not be performed, and the reported event could not be confirmed due to lack of evidence. A review of the device history record confirmed that the device met manufacturing specifications prior to distribution, with no process-related non-conformances, scrap, or rework identified that could explain the event. A risk review confirmed that the event cancelled/rescheduled - post sedation/sedation unknown is documented in the product risk files and has been included in the risk-benefit analysis, with an acceptable residual risk for the device. Based on the available information, there is insufficient evidence to determine the exact cause of the loss of visualization; therefore, cause not established was identified as the most probable cause. As this was a direct consequence of loss of visualization, the event cancelled/rescheduled - post sedation/sedation unknown will be classified as adverse event related to procedure. No further escalation is required.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii device was used during a cholangioscopy-guided lithotripsy procedure on (B)(6) 2026, for the treatment of a common bile duct stone. During the procedure, visualization was lost approximately 10 minutes after the scope was in use. Troubleshooting was performed, including powering off the controller and restarting it; however, these efforts were unsuccessful. As a result, the procedure was canceled, and the patient will be rescheduled. No patient complications were reported in connection with this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii device was used during a cholangioscopy-guided lithotripsy procedure on (B)(6) 2026, for the treatment of a common bile duct stone. During the procedure, visualization was lost approximately 10 minutes after the scope was in use. Troubleshooting was performed, including powering off the controller and restarting it; however, these efforts were unsuccessful. As a result, the procedure was canceled, and the patient will be rescheduled. No patient complications were reported in connection with this event.